Event description:
It was reported by the customer that a bd pyxis¿ es server users experienced slowness while loading the medication list on pmc medstations. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was running slow while loading medication. A technical support specialist applied silent remote package to update sql server to use the legacy engine instead, which would improve performance to resolve the issue. This package was applied to the local databases on each pyxis es station; no applications was installed. The script would enable the legacy cardinality estimation. The system functioned as intended after the technical support specialist troubleshot the device.